Event description:
It was reported to boston scientific on 12/04/2006 a product problem associated with a tae (trans-arterial embolization) procedure of the intercostal arteries. It was reported that "the microcatheter and coils (one device in question) were used at tae. After some coils were deployed, friction was felt. Then, when a coil was advanced (device in question), it was detached in the catheter. Though the new coil was advanced after the detached (device in question) was withdrawn, it came off again. After that, a new microcatheter was used and this procedure was finished successfully. The 1st microcatheter and 2 detached coils (one device in question) were reported. But the 2nd detached coil had been disposed on at the hosp." It was reported that there were no pt complications and that the pt condition was good.

Manufacturer narrative:
The device in question has been returned to the MFR and is currently in process of evaluation. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.